Manufacturer narrative:
On august 20, 2024, mentor received the following additional information: additional patient information was provided. Race: white. A date of explantation was provided as (B)(6) 2024. On august 26, 2024 mentor received the following additional information: the patient was diagnosed with a ruptured left implant using magnetic resonance imaging which was performed on (B)(6) 2024. As such, the date of event has been updated. Date of event: june 21, 2024. The patient's surgery was rescheduled for (B)(6) 2024. Date of explantation: (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an 800cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing a ruptured left breast implant. A consultation with a medical professional and magnetic resonance imaging were conducted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On december 05, 2024, the mentor analysis lab received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 03, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned sample revealed that the breast implant was ruptured and received in two parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the rupture found, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 06, 2025, mentor became aware that an error was submitted in follow-up report 4 stating that the evaluation was completed on december 03, 2024 in the additional manufacturer narrative field. This information is incorrect. Corrected data: h11 additional manufacturer narrative: mentor completed the evaluation on (B)(6)., 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2024, mentor was received the following additional information: the patient had previously undergone a breast reconstruction revision surgery of an unspecified nature without removal or replacement of the implants. Additionally, during the surgery to remove the implants, performed on (B)(6) 2024, it was indicated that both implants were removed intact. On november 21, 2024, mentor became aware that patient was bilaterally replaced with 800cc mentor memorygel breast implants during the removal surgery. As per this information, rupture is no longer applicable to this file. Reason for device explant and/or reoperation: breast reconstruction revision manufacturer¿s reference number: (B)(4).